Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, five months post filter deployment, ivc filter was snared and removed. Approximately, four years later, foot x-ray showed a small metallic density type foreign body, medial to the head of the first metatarsal. Approximately, one year later, patient developed episodes of sub sternal chest pain, palpitations, diaphoresis, fatigue, pedal edema and dyspnea on exertion. Approximately, one month later, the patient underwent cardiac catheterization. The CT-chest performed on the same day identified no definite radiopaque foreign bodies in the scanned anatomy. Approximately, one month later, CT revealed a wire in the right ventricle. Attempts to retrieve the were made but were unsuccessful. Eventually, the surface of anterior right ventricle was incised slowly using the round knife, the retained metal foreign body was found was and then removed. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 05/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and struts perforated into organs. The device was removed via an open chest procedure after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached filter fragment migrated into right ventricle of heart; however, the current status of the patient is unknown.